Event description:
It was reported that in the ICU when inserting the swg, the swg kinked. As a result, a new kit was opened and used w/o issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).